Manufacturer narrative:
The connex vsm 6000 series of monitors is intended to be used by clinicians and medically qualified personnel for monitoring of neonatal, pediatric, and adult patients for noninvasive blood pressure (nibp) pulse rate (pr) nr , noninvasive functional oxygen saturation of arteriolar hemoglobin (spo2) , body temperature in normal and axillary modes . The most likely locations for patients to be monitored are general medical and surgical floors, general hospital, and alternate care environments. Monitoring can be accomplished on the vsm 6000 series bedside monitor itself, and the vsm 6000 series bedside monitor also can transmit data continuously for secondary remote viewing and alarming (e.g., at a central station). Secondary remote viewing and alarming features are intended to supplement and not replace any patient bedside monitoring procedures. Device inspection by baxter is still pending, a supplemental report will be submitted upon completion of the investigation.

Event description:
Customer reported that the cvsm device caught fire. It was additionally stated that staff was able to unplug the device from ac power and put the fire with a fire extinguisher. There was no adverse event reported.

Manufacturer narrative:
The device was returned for inspection where the customers allegation was confirmed. The li-ion battery pack was found to have caused the fire. The battery contacts were measured and the shape of the contacts were examined to determine if the battery pack was from an approver supplier. It was determined that the battery pack in the cvsm was not a baxter approved battery pack. The connex vsm 6000 series of monitors is intended to be used by clinicians and medically qualified personnel for monitoring of neonatal, pediatric, and adult patients for noninvasive blood pressure (nibp). Pulse rate (pr) nr. Noninvasive functional oxygen saturation of arteriolar hemoglobin (spo2). Body temperature in normal and axillary modes. The most likely locations for patients to be monitored are general medical and surgical floors, general hospital, and alternate care environments. Monitoring can be accomplished on the vsm 6000 series bedside monitor itself, and the vsm 6000 series bedside monitor also can transmit data continuously for secondary remote viewing and alarming (e.g., at a central station). Secondary remote viewing and alarming features are intended to supplement and not replace any patient bedside monitoring procedures. The user manual contains the following statement: warning defective batteries can damage the monitor. If the battery shows any signs of damage or cracking, it must be replaced immediately and only with a battery approved by welch allyn. Although there was no adverse event and the issue was due to incorrect use of a non approved battery with the device, if the reported incident were to recur, it could lead to serious injury or death.

Event description:
Customer reported that the cvsm device caught fire. It was additionally stated that staff was able to unplug the device from ac power and put the fire with a fire extinguisher. There was no adverse event reported.